Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to the manufacturer for evaluation. Visual inspection of the returned platform was performed, which found that the wire restraints on the top cover were damaged and the bottom enclosure was also damaged. The platform was unable to undergo initial functional testing as it exhibited a user advisory (ua) 45 upon power up. It was found that the driveshaft was not in the "home" position. A review of the autopulse archive was performed which found that the following faults: warning 1 (low battery warning), ua12 (lifeband not present), ua20 (position out of range) and multiple ua45 (not at "home" position after power-on/restart) occurred on (B)(6) 2015, rather than the reported event date of (B)(6) 2015. Warning 1 (low battery warning), is an alert to inform the user that the battery is entering a low power state and will need to be exchanged. This warning occurred when the autopulse platform was in use with li-ion battery (s/n (B)(4)), when the battery was down to a remaining capacity (rc) of 374. The autopulse is designed to provide the user with such a warning when the rc falls below 375, to prevent the autopulse from stopping during therapy as a result of a dead battery. Per the autopulse technical service guide (p/n (B)(4)) ua12 is exhibited when the autopulse has detected that the lifeband is not properly installed. The autopulse is designed to a exhibit ua12 to prevent patient harm. The root cause of the ua20 could not be determined. A review of the autopulse archive was performed to assess the customer's battery management practices. Review of the archive shows that the customer is not properly maintaining their batteries, or performing daily checks of the platform as recommended in the IFU. No parts needed to be replaced to remedy the customer's reported complaint of the platform exhibiting a user advisory 45. The driveshaft was rotated back to the "home" position, which remedied the ua45. All damage noted during the visual inspection, unrelated to the reported complaint were repaired. The customer's reported complaint of the platform exhibiting a ua45 was confirmed through both review of the archive and initial functional testing as the platform exhibited a user advisory 45 upon power up. The root cause was determined to be that the lifeband was not fully extended to set the driveshaft in the "home" position. The shaft was manually rotated back to the "home" position, which allowed the platform to function as intended. The platform underwent and passed all final functional testing.

Event description:
It was reported that the autopulse platform is displaying a user advisory (ua) 45 (not at "home" position after power-on/restart) message. There was no report of any patient involvement. No further information was provided.